Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event has been confirmed through the provided x-rays. D10 narrative: item: 00436504000 lot #: 64493954 item name: glenosphere centric 40 mm diameter +5mm lateral offset item: 0104223018 lot # 3187113 item name: anatomical shoulderâ¿¢ reverse, screw system, 4.5-18 item: 0104223018 lot # 3198214 item name: anatomical shoulderâ¿¢ reverse, screw system, 4.5-18 item: 11003142900 lot # unknown item name: vivacit-e bearing 40mm +3 ret item: 110031429 lot # 65569219 item name: +3mm retentive thickness 40mm diameter bearing if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to dislocation. There was harm or injury to patient as the patient has to underwent additional surgical/medical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. D10: item: 00436504000. Lot #: 64493954. Item name: glenosphere centric 40 mm diameter +5 mm lateral offset. Item: 0104223018 lot # 3187113 item name: anatomical shoulderâ¿¢ reverse, screw system, 4.5-18. Item: 0104223018. Lot # 3198214. Item name: anatomical shoulderâ¿¢. Reverse, screw system, 4.5-18. Item: 11003142900. Lot # unknown. Item name: vivacit-e bearing 40mm +3 ret. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.